Event description:
New information received notes that the dislodgement of the left bundle branch (lbb) lead was discovered via x-ray examination prior to a magnetic resonance imaging (MRI) scan. The lbb lead exhibited far p waves oversensing and loss of ventricular capture due to dislodgement.

Event description:
It was reported that the left bundle branch (lbb) lead had dislodged and was confirmed by chest x-ray. The lbb lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.